Event description:
It was reported during a procedure for a cranial dural arterial venous fistula, boston scientific brand detachable coils were implanted, then the fistula was filled and finished with the interlocking coils in question. No problems were reported during the procedure and the final angiographic results were good. Some hrs (time unspecified) following the procedure, the pt developed a subdural hematoma in the area of the fistula that required a craniotomy and ventricle drainage to evacuate the blood and reduce pressure into the brain. The pt is reported to be in critical condition.

Manufacturer narrative:
Additional info regarding the alleged event was requested from the user facility. Based on the info provided, we were able to determine that the devices were checked prior to procedure and no anomalies were noted. No difficulties were encountered during preparation and continuous flush was maintained. No movement of the catheter's tip was noted during procedure. No bleeding of the fistula was noted prior to coiling. The physician was monitoring coil placement under fluoroscopy, however, he was unable to see the markers of the microcatheter on every single coil placement. The fistula was approx between 6-8mm in size.